Event description:
On (B)(6) 2009, this pt underwent a procedure using two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. Tg3420/06550693 was first implanted proximally, and then tg3715/06490729 was implanted distally. The length of the distal landing zone was about 20mm. The distal neck angulation was 125 degrees. The aneurysm was 76mm. On (B)(6) 2010, one year follow up computed tomography showed the endoleak of unk origin. The physician determined to monitor the pt. The aneurysm was 76 mm. On (B)(6) 2011, two add'l tag devices were implanted to treat the unk endoleak. On (B)(6) 2012, follow up computed tomography showed the endoleak of unk origin persisted. The aneurysm size was 95 mm. No add'l procedure has been performed. The pt is under observation. Please note: this report is on the tg3420-06550693 implanted on (B)(6) 2009.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the instructions for use, key anatomic elements that may affect successful exclusion of the aneurysm included severe neck angulation. As reported, neck angulation was 125 degrees.